Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer called technical support (ts), reporting that the device alarmed ¿internal pressure too high¿ and turned itself off. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. However, the patient independently turned themselves in the bed, and then the device alarmed. The device was swapped out with a different device to use on the patient. No medical intervention was provided to the patient, nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer advised that the log shows errors, 2002-system shutdown, 1009 - high-pressure vio, 1206 - high inhalation pressure. It was recommended to replace the pcba, data acquisition (da), and the pcba motor controller (mc) if needed. The field service engineer (fse) was dispatched to the site. The fse ran full performance verification and could not duplicate the reported problem; no issues were found. The fse was unable to duplicate the reported problem. No parts were replaced. Full performance verification has been performed, and the device passed all tests successfully and was returned to service.